Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv observed witness marks on the beveled wall of the device. Pmv noted that the needle toggled out of jaws of the device at times during testing. Disassembled the device to measure the critical dimensions that directly related to jaw alignment and found that female jaw dimension was out of specification. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. A critical dimension of the female jaw of the device was out of acceptable range according to design specifications, which in combination with an excessive manipulation during toggling of the needle created the conditions where the needle rests outside of the jaws. The product analysis established a relationship between a device failure and the reported incident of component disengaged into cavity ¿ retrieved; jaws misaligned; needle disengaged and difficult to toggle. The root cause of the observed condition was determined to be a result of a critical dimension of the female jaw being out of specification range; this was identified as a quality issue with a component obtained from a third party supplier and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during sips (stomach intestinal pylorus preserving surgery) laparoscopic procedure while suturing small bowel to the duodenum, the device was difficult to toggle. The needle kept falling off the endostitch while doing anastomosis and the jaws was not aligned while doing toggle. Used another endostitch device with different number and new box of polysorb reload in order to complete the case. No injury as a result of the event, no x- ray was needed. Patient status : alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received two device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection of the returned product noted: device two was returned loaded with a needle in the device. Needle was inspected under microscope where no abnormalities were observed for the needle. Witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device. Device was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device one was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in device one. Difficulty was experienced in toggling the needle in device one. Device two was found to function properly and needle remained intact. No difficulty was experienced in loading, unloading or toggling the needle in device two. If information is provided in the future, a supplemental report will be issued.